Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but it was confirmed that there was no image on the monitor. Additional issues were identified during the device evaluation: the connector was corroded, the cable was broken, and there was leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use in a diagnostic procedure, the high definition autoclavable camera head was presenting with the image disappearing temporarily. The intended procedure was completed with a similar device with no complications for the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported image issue was found to be due to water ingress into a damaged cable, likely resulting in poor communications and an intermittent image. The root cause of the damaged cable could not be determined. The event can be prevented by following the instructions for use which state: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head¿. Olympus will continue to monitor field performance for this device.